Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with the length of the device may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) felt that the tubing to the pump was too long. Therefore, a surgical procedure was performed to upsize the tubing. No patient complications were reported.